Event description:
It was reported that: "surgeon commented that pt dislocated more than once. He said cup had no version. He removed cup, liner and head. Re-implant tritanium x3 liner, 44mm cocr head. Lot#'s not available - implants were discarded."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.